Manufacturer narrative:
Inratio precision data provided by end-user: first test inr = 4.6; second test inr = 2.3; mean = 3.45; sd = 1.6; %cv = 47%. The %cv is greater than 20%. Per internal procedure, the precision failed the criteria for precision. Products will be tested when returned.

Event description:
Caller alleged imprecision with inratio. Results as follows: first test inr = 4.6; second test inr = 2.3.